Manufacturer narrative:
The pump was received with a blank display and a constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing, including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify missing segments/partial display due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose was 187 to 378 mg/dl at the time of incident. Troubleshooting found that the pump was dropped a few times and there is fluid underneath the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.